Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim and found no anomalies. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab was not able to duplicate the reported issue. Therefore, no component root cause can be determined with this event.

Manufacturer narrative:
The customer reported the suspect component/device is available for analysis and onsite service by vyaire has been scheduled. Vyaire will include the field service and the component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresponsive display screen on their avea ventilator while in patient use. The customer stated the patient was placed on an alternate ventilator and there was no patient harm.